Event description:
It was reported that the patient presented in clinic with discomfort from heart palpitations and dyspnea. Upon interrogation, it was noted that the left ventricular lead exhibited failure to capture. Reprogramming was performed. The patient left the clinic in stable condition.